Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this lead helix was extracted/retracted multiple times to reposition the lead. Initially, they had good impedance and threshold. However, after the lead was sutured down the pacing impedance was out of range high at 3000 ohms. The physician decided to replace the lead, as it was thought that there might have been conductor damage from repositioning. The lead was explanted, and a new lead implanted successfully. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual examination found that the insulation was wrinkled in several places approximately 30cm from the terminal pin. It remains unknown if multiple lead repositions resulted in this insulation issue, however it is possible that it contributed to the impedance issue that was observed in the field.